Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited a single out-of-range pace impedance measurement. It was noted that daily measurements were within normal limits. This crt-d and lv lead remain in service, and will continue to be monitored. No adverse patient effects were reported.